Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).

Event description:
On (B)(6), 2007, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2008, a computed tomography revealed a type ii endoleak. On (B)(6), 2009, a computed tomography revealed a persistent type ii endoleak with approximately 1cm of aneurysm growth. On (B)(6), 2010, the pt's left hypogastric artery was coiled to treat the type ii endoleak. On (B)(6), 2010, a computed tomography revealed a persistent type ii endoleak with aneurysm growth. On (B)(6), 2011 the pt had a translumbar stick to coil the pt's left lumbar artery to treat the type ii endoleak and aneurysm growth. The pt tolerated the procedure and no further complications were reported.